Event description:
The pt reports that while injecting insulin into his abdomen with a bd ultra fine insulin pen needle the needle broke off and remained inside his body. The pt also states that he was reusing the needle and that sometimes he straightens the needle if it is bent after the first use before reusing it. The pt also states that this has happened on five previous and separate occasions. The pt went to trinidad de quilmes hosp to be evaluated and the decision was made to have x-rays taken at a later date in mid-(B)(6).

Manufacturer narrative:
It is unk at this time if a sample will be returned. If a sample is received, a supplemental report will be submitted upon completion of the investigation. Of note, the pt has been educated that these needles are for single use only and that it not good practice to reuse them. (B)(4).